Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted during testing. However, the motor was very loud during rewind due to faulty motor. The motor passed motor test. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that they received a motor error alarm and a no delivery alarm. The representative reported that the insulin pump was making noise. The customer's blood glucose was 586 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The representative declined to troubleshoot. The insulin pump will be returned for analysis.